Manufacturer narrative:
A ge rep contacted the customer and had the customer boot up the system. The system operated as intended with no errors. The ge rep contacted the customer again, later, and system was operating as intended.

Event description:
The customer reported, the system will not boot up. No pt injury was reported.